Event description:
The catheter was inserted between 30 degrees and 90 degrees via sheath without difficulties. After insertion of the iabp catheter, the user experienced difficulties with inflation and the datascope 98 console was switched to another datascope 98 console, which also failed to inflate. With manual fill, the balloon inflated and subsequently performed as intended for 3 days on the datascope console until the pt expired. The product was not available for return.

Manufacturer narrative:
Datascope 98 consoles use a pressure feedback system to ensure the machine is not forcing balloon inflation in instances of increased resistance, such as kinks or if the balloon is in restrictive spaces such as the sheath or renal artery. Autofill errors are triggered if the console detects increased resistance. The fact that both consoles showed circulation errors suggests that the alarm was triggered due to resistance. It was noted that following manual inflation, the balloon subsequently performed as intended for three (3) days on the datascope 98 console without issue. The seldinger technique commonly used for femoral artery cannulation recommends using a 45 degrees insertion angle or less. Deviating from this angle of insertion, in addition to using excessive force, may cause severe bending of the sheath and catheter, resulting in kink occlusions and consequent inability to pump. This can appear as a fill alarm or can impact the efficacy of augmentation - so great care should be taken for the insertion angle of the catheter. Insightra recommends manual filling any time an iabp catheter does not inflate automatically, rather than switching out the console, as to not delay initiation of therapy. If after manual inflation there is still an issue, the recommendation is to exchange the console and or the balloon.